Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that since their implant they have experiences a thumping below their left breast and into their chest area at night when lying on their left side. Follow-up was conducted and the information obtained from follow up stated that since implant the patient has been seen multiple times, and there has been some reprogramming done to program around diaphragmatic stimulation. The system is now working fine and everything is normal. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported from follow-up information that only the lv (left ventricular) lead was reprogrammed. The rv (right ventricular lead's programming remained the same. Both leads remain in use. No patient complications have been reported as a result of this event.